Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was unknown. The customer states over the last 2 weeks she has gone through many batteries, this morning she put a new battery in and it said it was good, then bad, stopped working, now working but is down to 3 bars. Troubleshooting was performed for low battery alarm. Advised to monitor the pump and revert to back up plan. The insulin pump will not be returned for analysis.